Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had 1-2 seconds inhibition during implant procedure while the device was out of pocket and the lead was connected to the device. Device started pacing after that point. No patient complications were reported due to this event.